Event description:
The ventilator had a non-critical thread failure (bdu) alarm, followed by a second red flashing backup battery fault alarm. The screen was unresponsive, but the ventilator continued to ventilate the patient. The patient was hand-bagged while the ventilator was changed. The unresponsive ventilator was forced to shut down.